Event description:
It was reported that the pump failed dosage accuracy test. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was returned for repair in overall good condition. The device had not been repaired in the past 12 months. Accuracy testing was performed, and the primary problem was not replicated. The cause of the primary problem was undetermined. Preventative maintenance was performed.